Event description:
The implant surgeon reported to sales rep, that during a surgery, while placing the gamma nail, it was impossible to remove the target device from the nail because it was already blocked. The surgeon had to remove the nail and had to use another kit to implant the nail. There was a delay but no adverse consequences for the patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.